Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings and stated a desire to have the sensor removed. During the interaction, the user declined to provide additional details regarding the reported discrepancies and refused further troubleshooting or review of system data. Customer care informed the user that the local representative would be notified to assist with next steps. No further troubleshooting or investigation was possible.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. No investigation/troubleshooting was possible for this complaint as the user refused and only requested to have the sensor removed. No further investigation was found necessary for this complaint.

Event description:
On february 5, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.